Event description:
We received an allegation about discrepant results for 3 patients' plasma samples tested with calcium gen.2 (ca2) assay on a cobas 8000 c702 analyzer when compared to a different analyzer. Sample (B)(6): initial result: 6.8 mg/dl. 1st repeat result: 9 mg/dl. 2nd repeat result: 8.9 mg/dl (tested on another analyzer). Sample (B)(6): initial result: 3.9 mg/dl. Repeat result: 7.5 mg/dl (tested on another analyzer). Sample (B)(6): initial result: 6.7 mg/dl. Repeat result: 9.5 mg/dl (tested on another analyzer). The customer questioned the initial results. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The ca2 reagent lot number was 744185. The expiration date was not provided. The field service engineer (fse) found that the cell rinse volume was short causing foaming in the cell rinse and the degasser tank needed replacement. He decontaminated the instrument and adjusted the rinse volume, the cell rinse, the sample probe, and the reagent probe. He then replaced the degasser tank, the vacuum flapper valve, and the vacuum diaphragms. He also checked the rinse volumes of the cell blank, the detergent, and the cell rinse. The fse performed a hardware check and the instrument was performing within specifications. Precision studies were performed and they were within specifications. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and was acceptable with no noted alarms. The customer was using a 3rd party qc. The qc was acceptable. No indication of a performance issue with the reagent. The alarm trace showed abnormal aspiration and sample clot detection alarms. This is an indication of possible poor sample quality. The service actions (decontaminating the instrument, adjusting the rinse volume, the cell rinse, the sample probe, and the reagent probe, and replacing the degasser tank, the vacuum flapper valve, and the vacuum diaphragms) resolved the issue. No further issues were reported afterward.